Manufacturer narrative:
Use of this product in liposuction is contraindicated in the instructions for use provided with the product. I forwarded a pdf copy of the IFU to complainant, along with info for our quick fit liner system that is recommended for liposuction.

Event description:
Complainant states that suction canister cracks in the bottom during liposuction procedure.